Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
Material no: unknown batch no: unknown. It was reported that during use of the unspecified bd syringe there was an issue connecting the syringe to the mating component causing leakage. The following information was provided by the initial reporter: "customer is new to the pump having received her initial pump training only yesterday. As seen in the other case issues, customer experienced infusion set issue with a bent cannula ((B)(4)). Customer needed verbal guidance through the load sequence customer had some difficulties in the beginning understanding how to lock the needle to the syringe and while attempting to put the insulin in the cartridge, the insulin came out of the syringe. Customer decided to use a different cartridge, needle, and syringe. It is important to note that this has user error as customer did not lock the needle into the syringe properly. There were no issues with any of the supplies during the load process. Customer felt best to start completely over with new supplies. Cts walked customer again step by step from the beginning of the load sequence. Customer was able to fill up the cartridge and resume insulin after going through the fill tubing and cannula fill. Customer was able to resume and was very appreciative. Cts advised customer to call back if there were any issues or questions. Customer acknowledged and understood. "